Manufacturer narrative:
Actuator box and cover.

Event description:
It was reported that the brown bushing on the fowler screw was out of alignment due to supporting welds having broken. Not adverse consequence reported.